Manufacturer narrative:
H10: the sample (silicone tubing only) was received for evaluation. A visual inspection with the naked eye and magnification noted the silicone tubing separated from the female connector. There were markings on the tubing indicating it was positioned on the female connector. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond; a strong tug on the tubing can cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the tubing and twist clamp of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use approximately four and a half months. There was no patient injury or medical intervention associated with this event. No additional information is available.